Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system monitor was able to be confirmed. The system monitor (serial number: (B)(4)) was returned for analysis and tested. The system monitor was powered on and started as intended. The monitor underwent a touch screen test and did not pass. The monitor was opened and the screen mounting bracket was bent causing a misalignment between the display and touch screen. The touch screen, main printed circuit board (pcb), and housing were replaced. The monitor underwent preventative maintenance and was retested and passed. During further evaluation the pcb was inserted into a test monitor and was able to operate as intended. The sd card holder was found to have a damaged ejector. A sd card was inserted into the unit; however, the sd card was difficult to insert and eject. No further testing was performed. The monitor was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding: pcb damage the device history records were reviewed for the system monitor (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the touch screen on the system monitor was not functioning.